Event description:
It was reported that labelling issue occurred. The 80% stenosed, 24x2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 20 x 2.50 promus premier drug-eluting stent was advanced and crossed the lesion; however, it was noticed that the stent size was different. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. Using a callipers the stent length was measured at 20mm. The stent outer diameter was measured by a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no tip damage. A visual and tactile examination of the hypotube shaft found no damage. Visual, microscopic and tactile examinations of the distal extrusion identified no damage.

Event description:
It was reported that labelling issue occurred. The 80% stenosed, 24x2.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 20 x 2.50 promus premier drug-eluting stent was advanced and crossed the lesion; however, it was noticed that the stent size was different. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.